Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, on the second firing, the device fired halfway and the firing could not be finished. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.